Event description:
It was reported that this patient was admitted to the hospital after experiencing a ventricular fibrillation (vf) storm in which therapy was delivered. Review of their implantable cardioverter defibrillator (ICD) exhibited code 1006 and 1007 which is indicative of high voltage detected during charge repeat and the charge time of the capacitor exceeding the time limit. No changes have been made to the ICD at this time and it remains in service. No adverse patient effects were reported.